Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog number: 00811405000 lot number: 62161479 brand name: cpt 12/14 stem; catalog number: 00875705001 lot number: 63403058 brand name: continuum shell; catalog number: 00875100932 lot number: 62843013 brand name: wc xlpe liners. Report source: the event occurred in the (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00122, 0001822565-2020-00689. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to femoral periprosthetic fracture and dislocation approximately 42 days post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.